Event description:
It was reported that a red rust was noted on the device. A 90% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A rotawire was selected for use. During preparation, it was noted that the rotawire was rough when touched and a red rust was noted in some parts of the device. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the surface of the device looked in good condition, no red rust were encountered, instead, white residues were encountered on its surface and they looked like lumps. Post decontamination, the surface of the device was inspected again and it did not show residues on its surface; the guidewire surface did not show abnormalities as it was in good condition and uniform. The distal tip was found kinked and stretched; besides its body was kinked approximately at 230 cm from the proximal end. No more damages were found in the device. The dimensional inspection revealed that the overall length, outer diameter (od) distal tip, middle of the device, proximal section were within specification.

Event description:
It was reported that a red rust was noted on the device. A 90% stenosed target lesion was located in a mildly tortuos and severely calcified coronary artery. A rotawire was selected for use. During preparation, it was noted that the rotawire was rough when touched and a red rust was noted in some parts of the device. The procedure was completed with another of the same device. No patient complications reported.